Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('iud became embedded/essure coil is seen on the right extending to the border of the endometrium'), device expulsion ('migration of essure device location of device: unknown/essure coil is seen on the right extending to the border of the endometrium') and pelvic pain ('pelvic pain') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included degenerative disc disease and iud embedded. Previously administered products included for birth control: depo-provera from 2009 to 2010. Concurrent conditions included muscle ache, muscle weakness, arthralgia multiple, hemorrhagic cyst, perineal pain, polymenorrhoea, foreign body, vaginal irritation, constipation, uterine bleeding and ovarian cyst. Concomitant products included morphine sulfate (morphin) since 2007 for degenerative disc disease, propanol since 2017 for hypertension as well as fluconazole (diflucan), liraglutide (victoza), quetiapine fumarate (seroquel) and vitamin b complex. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 1 year after insertion of essure. In (B)(6) 2014, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia )"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and nausea ("nausea"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal"), gastrointestinal disorder ("gi conditions"), depression ("depression"), anxiety ("anxiety"), fibromyalgia ("fibromyalgia") and back pain ("lower back pain"). The patient was treated with bupropion hydrochloride (wellbutrin), caffeine;paracetamol (excedrin), hydrocodone, morphine, ondansetron hydrochloride, oxycodone, oxycodone hydrochloride;paracetamol (percocet), pregabalin (lyrica), quetiapine, sertraline hydrochloride (zoloft), tizanidine and surgery (hysterectomy (full), salpingectomy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, device expulsion, gastrointestinal disorder, depression, anxiety and fibromyalgia outcome was unknown, the pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage and nausea had resolved and the fatigue, migraine and back pain was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, embedded device, fatigue, fibromyalgia, gastrointestinal disorder, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient had received treatment for pain -pelvic/abdominal. Discrepancy: date of insertion previously reported as (B)(6) 2013 now it is reported (B)(6) 2014 implanting physician had to use an extra 1/4th piece of essure coil because one fallopian tube was longer. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral tubal occlusion (discrepancy noted); on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records:back pain, pelvic pain, menorrhagia, dysmenorrhea and embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs and mr received. New events abnormal bleeding (vaginal), depression, anxiety, fibromyalgia, migraines / headaches, nausea, lower back pain were added. Lot number added. Lab data, concomitant drugs, other relevant history, treatment drugs and patient¿s demographics were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain (' pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue") and gastrointestinal disorder ("gi conditions"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain and menorrhagia had resolved and the fatigue and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain, fatigue, gastrointestinal disorder, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient had received treatment for pain -pelvic/abdominal. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) conducted: (unspecified) result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: incident category updated. Previously reported event injury replaced by new events pain: pelvic/abdominal, menorrhagia (heavy menstrual bleeding), fatigue and gi conditions. Reporter information, product indication, insertion and removal date updated. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.